Event description:
Same event reported in MFR reports: 3005188751-2012-00061, 2030404-2012-00051 and 2030404-2012-00052. It was reported a pericardial effusion was noted following an atrial fibrillation ablation procedure. A sl1 transseptal sheath was used to access the left atria. An inquiry decapolar, reflexion spiral and a safire blu medium sweep device were used to perform the ablation procedure. The procedure went smoothly with no abnormalities noted while mapping or ablating. Hours after the case and after the pt had been transported to the floor, a pericardial effusion was noted. The details as to how the effusion was discovered are unk. The pt was discharged to home in stable condition. Add'l info was requested and is unavailable at this time.

Manufacturer narrative:
Method: no testing methods performed. We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. The device was not returned for eval and review of the device history record was not possible as the serial/lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.